Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery on the right leg using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the physician placed a non-penumbra sheath into the patient. While advancing the cat6 using the peel-away sheath through the non-penumbra sheath, the physician experienced resistance and subsequently, the cat6 kinked fifteen centimeters from its distal end. Therefore, the cat6 was removed. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and a non-penumbra 8f sheath. There was no report of an adverse effect to the patient.